Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer was able to troubleshoot the unit with help from the customer service specialist (cts) over the phone. The customer flushed the vacuum chamber line and verified no further leaking. The customer also replaced the vacuum trap filter as a preventative measure. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the sample head on the tetracxp system was backflushing into the sample tubes after aspiration. The volume of the leak was approximately 5 mls of fluid. The customer stated that the fluid overflowed onto the carousel. The leak was contained within the instrument. The customer was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.